Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 17-jan-2018, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse confirmed the reported issues and found the inlet prefilter was defective. Fse replaced the prefilter and decontaminated the flow path. Fse then ran quality controls (qc) and performed preventive maintenance on the instrument. All results were within acceptable range, the errors cleared, and no leaks were observed. The g8 instrument was performing as intended. No further action was required. The g8 instrument was installed at the customer's facility on 27-mar-2017. A complaint history review and service history review for serial number (B)(4) from 27-mar-2017 through 03-jan-2018 for similar complaints was performed. There were no similar complaints identified during the searched period. The g8 operator's manual under chapter 6 - troubleshooting, provides guidance on error 100 pressure high: the pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: (a) greater than the pressure on the column inspection report + 4 mpa, then replace the filter. (B) less than the pressure on the column inspection report, then proceed with priming the column. 101 pressure low is when the pressure will not rise because the pump is unable to run due to air bubbles in the pump check valve. If the elution buffer is empty, place a new elution buffer and execute reagent change. Next, execute drain flush. See "chapter 5 section 5.5: pump air removal". Execute manual pumping using the pump key in the main screen (second screen), and open and close the drain valve 2 or 3 times. If the pressure rises when the drain valve is closed, the operation is complete. If the pressure still does not rise or stabilize, execute drain flush again. In addition, confirm that the drain valve is securely closed. The g8 operator's manual also suggested the customer change filter at 400 injections throughout the manual. The most probable cause of the reported event was due to defective inlet prefilter.

Event description:
On (B)(6) 2018 to (B)(6) 2018, customer reported getting leak around the filter, 100 pressure high during quality controls (qc), and 101 pressure low on the g8 instrument. Per customer, the filter count is 109 (replacement period is at 400 injections). On 17-jan-2018, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
H2. Additional information: a review of the device history record (DHR) was conducted for serial number 14846712 which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. H11. Corrected data: in sections b5 describe event or problem and h3 device evaluation by manufacturer / h10 additional manufacturer narrative of the initial report, the fse dispatched date stated 17-jan-2018. The corrected date is 03-jan-2018. Section g5 510k stated k071132. The corrected g8 510k number is k131580.